Manufacturer narrative:
The events of lymphadenopathy and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: excessive pain, inflammatory syndrome silicone adenopathy in the axillary hollow.

Event description:
Patient reported "excessive pain in both breasts, inflammatory syndrome silicone adenopathy in the axillary hollow. Very deteriorated psychological state". Device remains implanted. This relates to the right side.